Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with basal rate and monitored five days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Device was downloaded and all bolus delivered were found at the care link report. Device had minor scratched lcd window, cracked reservoir tube lip and stained address or serial number label. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 48 mg/dl at the time of incident and current blood glucose level was 285 mg/dl. The low blood glucose level was treated with food. The customer also reported that the insulin pump was not working and under delivering as the customer had unexplained high blood glucose level and the blood glucose level was not going down. The customer¿s blood glucose level was 300 mg/dl. The customer was treated with insulin pump for high blood glucose level several times. The customer blood glucose level was running from 80 mg/dl to 120 mg/dl. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.